Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope controller (ec) for failure analysis investigation. The unit was analyzed and in logs, error 319 was found, confirming that the fault occurred in the field. Error 319 pointing to missing nodes on the ecpd and dcib. Visual inspection, no damage was observed on the exterior and interior the unit. Failure analysis observed no physical damage to the endoscope. The unit was installed in the golden system where it failed to program successfully. The ec node was not recognized. (See attachment). The system was turned to normal mode where failure analysis observed the ecpd and dcib were not functioning, no leds. (See attachment). Additionally, failure analysis also observed that both power supplies were non-functional. The fans were not spinning, and no voltage was found with both power supplies. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the endoscope controller (ec). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted umbilical hernia surgical procedure, prior to administration of anesthesia and prior to first port placement, the customer encountered repeated non-recoverable 319 errors on the endoscope controller (ec). The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to check the breaker positions, power cords, and fiber cables, ensuring they were properly seated. Despite these checks, there was no blue light lit on the back of the ec, indicating a potential issue. The system was not used on the patient when the issue occurred.